Manufacturer narrative:
(B)(4). The lot was manufactured on may 1, 2014 to may 2, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the bladder was ruptured. During a microscopic inspection it was found that there were markings on the interior surface of the bladder near the rupture line. The cause of the rupture could not be determined. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the bladder of a (B)(4) folfusor ruptured. This occurred during filling with calcium folinate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently under evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.